Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The inferior mesenteric artery (ima) was predilated with a sterling balloon and then a 5.0x15mm express sd stent was advanced to the lesion. While positioning the stent in the lesion, the physician noticed that the stent started sliding off of the stent delivery balloon. The physician decided to remove the device and was able to successfully remove everything as a system. The procedure was completed with balloon angioplasty with no pt complications reported. The pt's current condition is listed as "stable".